Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 health effect - clinical code, h6 medical device problem code additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender : female, weight, bmi at the time of index procedure. On what tissue was the suture used/location of suture placement? Perineum. What tissue dehisced? Perineum. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. How was the suture placed (interrupted or continuous)? Interrupted. How was the suture tied (square knot or multiple knots one end)? Square knot. Onset date/time of dehiscence? (# post op days) the same day as the post-operative how was the dehiscence managed? Suture the tissue again. Please describe any surgical intervention required for the wound dehiscence including date and findings. Reintervention. Suture the tissue again. Please describe the appearance of the suture during the second procedure. Suture interrupted. Square knot. Please provide further details on what is meant by the ¿suture came undone, its strength was lost¿. The suture looked undone. Was the suture found broken post-op? Yes. Did the knots un-tie post-op? Yes. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? No. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No. What symptoms did the patient experience following the index surgical procedure? Infection onset date? 3 days. Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The suture. What is the patient's current status? Hospitalized.

Event description:
It was reported that a patient underwent an episiotomy on (B)(6) 2024 and suture was used. Post-op, within hours of the suture being implanted in the patient, the suture came undone, its strength was lost. The suture began to unravel. The patient underwent reoperation to repair the tissue dehiscence and another suture was used. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? The patient underwent reoperation to repair the tissue dehiscence it was reported the suture begins to unravel, could you please provide more details? The suture came undone, its strength was lost. When was the suture begins to unravel (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify within hours of being implanted in the patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used/location of suture placement? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Onset date/time of dehiscence? (# post op days). How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Please provide further details on what is meant by the ¿suture came undone, its strength was lost¿. Was the suture found broken post-op? Did the knots un-tie post-op? Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 type of investigation. Additional information: d4 expiration date, d4 full UDI number, h4. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.